Manufacturer narrative:
(B)(4). The development of the zenith device followed quality specifications and successfully completed all verification and validation activities showing the device meets the design requirements and that the design requirements meet the needs of the user. Each device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. Regarding this failure mode, the IFU lists important factors/warnings that, if followed, could reduce the likelihood of this occurring; anatomical criteria, vessel tortuosity, calcification and proper ballooning locations. The device remains implanted, and no images were provided to assist in this investigation. The root cause for this event is unknown and there is no corroborating evidence at this time to consider the complaint confirmed. However, we have notified the appropriate individuals and we will continue to monitor for similar complaints.

Event description:
A (B)(6) male with ischemic heart disease and a previous history of CABG underwent aaa repair on (B)(6) 2008. The patient's anatomical form was suitable for endovascular repair although the patient's terminal aorta was narrow. Stenosis of the right coronary artery due to CABG (which had been performed before zenith placement) was confirmed. The procedure was conducted as prescribed. After placing the main body and both iliac legs, the unconnected part of the left iliac leg was not expanding completely because it was pressed by the connected (overlapped) part of the right iliac leg. The physician placed another manufacturer's stent to treat the incomplete expansion of the unconnected part of the left iliac leg. After the procedure, it was confirmed that the patient's condition was recovered.